Manufacturer narrative:
The field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of the minute ventilation (mv) signal on the right ventricular (rv) channel. Pacing was inhibited, however the patient had intrinsic conduction. The mv sensor was programmed off to resolve. Boston scientific technical services (ts) discussed assessing the right ventricular (rv) lead as a high impedance condition was also present. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating further testing was performed. Abrupt changes in impedance measurements could not be recreated. The system will continue to be monitored.